Manufacturer narrative:
Date of report : 09apr2019, date rec¿d by MFR : 11mar2019. Philips field service engineer (fse) replaced the man machine interface (mmi) printed circuit board to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports ventilator is not switching on. No patient/user harm reported. Event date not specified; estimate used.